Event description:
It was reported that a pt underwent an ruptured lower segment cesarean section, cervicopexy procedure on (B) (6) 2009. One month after the procedure, the pt experienced irritation, pain, granulation, tissue protruding at multiple portions. The pus was swabbed for culture and sensitivity, fungi growth, afb, hb, pcv, diabetic screening were all negative. Currently, the wound is perfectly healed and doing well after removal of the prolene suture.

Manufacturer narrative:
(B) (4). (B) (4). The product upon which this medwatch based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.